Event description:
The customer reported to olympus that the gastrointestinal videoscope's freeze button malfunctioned. The device was returned for evaluation. During the evaluation, the following reportable malfunctions were found: foreign material came out of the distal end of the air/water (a/w) tube, and foreign material was in the air/water cylinder. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the reportable findings, evaluation found: switch 1 (sw1) could not be pressed down smoothly due to the shaft of switch one being detached, the switch box had a dent, the suction cylinder had no color, the grip was shaved, the insulation resistance value at distal end did not meet the standard due to damaged bending section cover, the image had black dots due to damaged charged coupled device, the play of the up/ down knob was out of the standard value due to wear of the angle wire, the plastic distal end cover had a chip, and the connecting tube had a scratch. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in a/w-cylinder¿ and ¿foreign material came out of distal end due to clogged a/w-channel¿, were confirmed. A dry whitish foreign material was found inside the aw-tube and aw-cylinder resembling traces from a solution that get dry inside the tubes. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Foreign material remained in a/w-cylinder and a/w-channel because the device was returned to olympus without reprocessing at the user facility. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif-1tq160 operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.